Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. One used flexor high-flex ansel guiding sheath was returned for investigation. The sheath is separated into two sections. Section 1 (proximal section) is 46.5 cm in length, with the coil wire protruding an additional 3.2 cm. The distal sheath is 8.0 cm in length, with an additional 4.4 cm of coil wire protruding. Wire guide is protruding 2.0 cm of the distal end of the proximal section of the sheath. 129.0 cm of the wire guide is protruding from the proximal end of the sheath. A snare is attached 8 mm from the distal end of the sheath. A .086 inch checker was inserted through section 1 with some resistance. Bio-material exited the sheath when checker was inserted. The checker could not be inserted into section 2 due to compression created by the snare. Total length of the sheath is 54.5 cm, which is in specification. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Multiple attempts were made to collect additional information, which were unsuccessful. If additional information is obtained this complaint will be reopened. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that a flexor high-flex ansel guiding sheath was used during an unspecified procedure. The sheath separated in the patient. The tip was retrieved and the patient "is fine".